Event description:
A (B) (6) customer had his blood glucose tested using his contour meter and the reading was "lo" (less than 10 mg/dl). His glucose was retested using another meter and that reading was 7.9 mmol/l (142 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.